Event description:
It was reported that the customer was experiencing high blood glucose. Customer woke up with diabetes ketoacidosis. Customer's blood glucose was over 500 mg/dl. Customer changed her infusion set and noticed that cannula was bent. Customer's blood glucose went down to 297 mg/dl with new infusion set. Customer will go to hospital for their high blood glucose and will call back. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.